Event description:
Per operative note, during embolization of the arteriovenous malformation (avm), a sudden loss of resistance was observed, and an aberrant embolization was noted in the distal right middle cerebral artery. On withdrawal, the micro catheter was found to have ruptured during embolization.